Manufacturer narrative:
Updated. During further investigation (fi), a visual inspection of the touch screen assembly revealed a minimal amount of dust but no other signs of damage or contamination. The touch screen was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and the touchscreen diagnostics were performed. Touchscreen calibration passed. The ventilator started up and delivered breaths without errors. Different tabs were successfully selected and parameters changed using the touch screen.

Event description:
The customer reported that they could not make setting changes via the touch screen or the nav-ring. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they could not make setting changes via the thumbwheel or the touchscreen. There was no patient involvement.

Manufacturer narrative:
Updated .